Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok/enter button were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 30-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, unable to duplicate unresponsive keypad complaint. Keypad cover is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Bolus button is unresponsive. Opened bolus button cover, moisture observed on contact. Opened pump, no intermittent conditions observed on keypad flex connector. Cracked battery compartment from threads to case seal left of grip pad.